Manufacturer narrative:
The device was returned to the MFR and the leaking was not found. Repairs were made to the device and it was returned to the account.

Event description:
It was reported that the handpiece was leaking. Attempts to collect additional info from the account have been unsuccessful.